Event description:
Procedure: unk. Pt sex: unk. Reportedly, once the stapler fired and cut, the staple cartridge would not open. The surgeon reported that they had to convert the procedure and a fistula was formed.